Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. It was reported that the basal history does not match the active basal program. The patient¿s blood glucose (bg) was reported to be less than or equal to 70 mg/dl, but not less than or equal to 40 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.